Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on (B)(6) 2005 and mesh was implanted. The patient immediately suffered severe pain, infections, numbness and other complications. The patient had trouble urinating and could not sit, stand or walk for prolonged periods of time. The patient suffered from pain and infections on an ongoing basis. The patient has undergone various medical procedures including but not limited to various surgical procedures in an attempt to repair the mesh. Attempts to repair the mesh have been unsuccessful. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient continues to live in pain and continues to experience problems with urinary incontinence and prolapse. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent cystoscopy and dilation on (B)(6) 2005 due to occasional urge incontinence. It was reported that patient underwent residual urine cystoscopy and dilation on (B)(6) 2006 due to atonic detrusor post sling. It was reported that patient underwent cystoscopy and dilation on (B)(6) 2008 due to irritable bladder. No additional information was provided. (B)(4).